Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome had damaged a graft, which required more grafts. Add'l clinical f/u with the hosp on (B)(6) 2011 indicated that the graft was chewed up which required an add'l harvest of tissue.